Manufacturer narrative:
The reported events were material twisted/bent and unspecified left ventricular output issue. As received, a complete lead was returned in one piece. The reported event of material twisted/bent was confirmed. Visual examination found the outer insulation was twisted throughout the lead consistent with twisting occurring at the time of procedure. The cause of the reported event of material twisted/bent was isolated to twisting occurring at the time of procedure. The reported event of unspecified left ventricular output issue was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, the body of the right ventricular (rv) lead was found twisted. Additionally, there was no pacing noted at implant. The rv lead was not implanted and a new rv lead was successfully implanted. The patient was stable.